Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered in-stent restenosis approximately seventeen months post index procedure. This is a (B)(6) male with medical history including history of angina, coronary artery disease, ischemia, hypertension, diabetes mellitus ii, and smoker. The index procedure took place on (B)(6) 2009. The target lesions were located in the proximal circumflex (cass 18) (cx) and 1st obtuse marginal (cass 20). The proximal cx was a de novo lesion. The rate of stenosis was 70%. The lesion was pre-dilated. A cypher (cxs33275 / lot 15006250) stent was deployed in the lesion at 16 atmospheres (atms). The stent was post-dilated as per normal procedure. The 1st om was de novo. The location was ostial. The rate of stenosis was 75%. The lesion was pre-dilated and a cypher (cxs18250/ lot 15011684) stent was deployed in the lesion at 16 atms. The stent was also post-dilated as per standard procedure. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately seventeen months post-index procedure, the patient returned with unstable angina. Enzymes and EKG were taken for cath since known untreated lesions were present after index event. Two lesions were treated during this cath. A restenosis of the 1st obtuse marginal (cass 20) stent and the mid right coronary artery (cass 2, captured as a non-complaint) were both treated with ptca and stenting (xience). Enzymes were found to be within the normal upper limit. The index stent in the proximal circumflex remained patent. The index stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent ptca or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Approximately seventeen months post-index procedure the patient returned with unstable angina. Enzymes and EKG were taken for cath since known untreated lesions were present after index event. Two lesions were treated during this cath. The 1st obtuse marginal (cass 20) and the mid right coronary artery (cass 2) were both treated with ptca and stenting (xience). The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. Also, enzymes were found to be within the normal upper limit. The stent in the proximal circumflex remained patent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) states that approximately seventeen months post-index procedure the patient returned for treatment of a restenosed cypher stent that was placed in the first obtuse marginal. The patient is a (B)(6) year-old male who was enrolled in the (B)(4) for stenting of two coronary arteries. The index procedure took place on (B)(6) 2009. The target lesions were located in the proximal circumflex (cass 18) (cx) and 1st obtuse marginal (cass 20). The proximal cx was a de novo lesion. The rate of stenosis was 70%. The lesion was pre-dilated. A cypher (cxs33275 / lot 15006250) stent was deployed in the lesion at 16 atmospheres (atms). The stent was post-dilated as per normal procedure. The 1st om was de novo. The location was ostial. The rate of stenosis was 75%. The lesion was pre-dilated and a cypher (cxs18250/ lot 15011684) stent was deployed in the lesion at 16 atms. The stent was also post-dilated as per standard procedure. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately seventeen months post-index procedure the patient returned with unstable angina. Enzymes and EKG were taken for cath since known untreated lesions were present after index event. Two lesions were treated during this cath. A restenosis of the 1st obtuse marginal (cass 20) stent and the mid right coronary artery (cass 2) were both treated with ptca and stenting (xience).